Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 800 mg/dl. Customer's other blood glucose value of 600 mg/dl. The customer was treated with insulin drip. Based on customer reported customer did not allege insulin pump was under delivering. Customer was using auto mode feature. Customer stated that insulin pump had insulin flow block alarm. Customer was performed high pressure test and it was passed. The device will be returned for analysis.

Manufacturer narrative:
The information provided that the incident date with the initial report was incorrect. The correct information has been included with this report. (B)(4).